Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The certified diabetes educator (cde) stated that upon removal of the sensor, the sensor wire was on the left side of the patient's abdomen. The cde was able to pull the wire out during the patient's end of the trial visit to the clinic. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.